Event description:
It was reported that after the patient underwent a maze procedure, the right atrial (ra) lead was found to have perforated the atrium causing a pleural effusion and hemothorax. The lead was dislodged and found to be in the superior vena cava (svc). The lead was removed and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.